Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event.the device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.

Event description:
Kimberly-clark received a report stating, ¿the pouch separated from the drape during surgery. There was no patient injury and the procedure was completed.¿kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).